Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: bp2a.250805.005 hardware: pixel 7 cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 376 mg/dl while wearing the pod between 4 and 24 hours. In addition, the pod failed to adhere and reportedly fell off the infusion site (arm), causing the cannula to dislodge. The patient reports the pod was leaking during wear.

Manufacturer narrative:
The returned device was evaluated and the pod was not received with the adhesive pad. The adhesive welds did not show any damages or deficiencies. The cause of the reported failure to adhere event could not be determined. The pod data showed no alarms, timeouts, or drive stalls that would indicate that there was an issue with insulin delivery. During fluid path testing, the fluid had no issues traveling the complete fluid path and no leaks were found. No problem was found regarding the reported leaking during wear event.